Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included replacement of the unit's multigas and o2 analyzer assembly bench. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No patient injury was reported.